Event description:
See initial report.

Manufacturer narrative:
H.10: through follow-up communication livanova learned that the device was cleaned regularly per the instruction for use and that it was placed inside the operating theater during use with the fan directed away from the patient. In addition, livanova learned device was found to be contaminated with mycobacterium. The laboratory report confirming the reported contamination has not been provided to livanova. Reportedly the laboratory test result prior routine disinfection cycle resulted negative and samples after disinfection resulted positive thus the hospital is conducting a second test in order to verify if the device is contaminated or not. A contamination of the samples post disinfection may have occurred leading to false positive results. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
There was no known patient involvement. Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report of a heater-cooler system 3t device with high bacterial count. No laboratory report was provided to livanova to identify the type of bacterium. There was no known patient involvement.